Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the pseudotumor patient was implanted in (B)(6) 2014. The patient¿s incision would later begin to leak. It was determined the patient had a staph infection and the shunt was removed in (B)(6) 2015.